Manufacturer narrative:
This report is submitted on august 17, 2018.

Event description:
It was reported that the device was explanted (date not reported) following a removal of a schwannoma. The patient was not reimplanted with another device.